Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.

Event description:
Physician reported ¿metastases to bone,¿ ¿pain,¿ ¿breast cancer,¿ and ¿the patient developed pain. The doctor confirmed bone metastasis of breast cancer by CT. It is planned to be given treatment.¿ event of pain is not considered to be device related, as it is a secondary symptom to event of breast cancer. The event of ¿bone metastasis¿ is not considered device related, as the physician states ¿unrelated (because the bone metastasis developed at a distant site from the sbi.).¿ side was not specified; this report represents the right side. Device remains implanted.